Event description:
A thoracic pedicle feeler was sent for evaluation because the led was cracked and it would not recognize the unit during a spine procedure. The procedure was completed using conventional instrumentation without incident.

Manufacturer narrative:
Additional information will be submitted once the quality investigation is completed.